Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced an infection and pus at the implant site. The recipient underwent surgery to replace the internal magnet. The recipient's infection has resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly hospitalized (B)(6) 2016 through (B)(6) 2016. On (B)(6) 2016, the recipient underwent debridement and magnet replacement surgery. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced recurrent swelling. The swelling subsided with a course of oral amoxicillin and clavulanic acid, however recurred on four occasions over the next 5 months. The recipient was treated with oral amoxicillin and clavulanic acid for each episode of recurrence. During the fourth recurrence, the recipient underwent an aspiration procedure. The recipient then presented with a erythematous cystic swelling over the suture site. Granulation tissue had also grown around the implant body. The entire unhealthy tissue was excised and the internal magnet replaced. The recipient also underwent a flap rotation procedure. The recipient was then treated with IV vancomycin 40 mg every 8 hours for 4 weeks, IV cefoperazone 60 mg every 12 hours for 4 weeks, and oral rifampicin 10 mg a day for 6 months. The recipient presented with a seroma, which was managed with pressured dressing. The recipient's device was activated. The recipient's infection has resolved. This is the final report.

Manufacturer narrative:
(B)(4) correction: explant date. Additional information: outcomes attributed to adverse events, date of event, and device manufacture date. The recipient was reportedly hospitalized (B)(6) 2016. On (B)(6) 2016, the recipient underwent pus drainage and magnet replacement surgery. The recipient's infection has resolved. The recipient remains implanted. This is the final report.